Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the device evaluation results, the cause of the reported malfunction is attributed to a faulty generator board. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the reported malfunction as the error e433 occurs during power-up. The likely cause of the reported error, e433 is due to a faulty generator board. The device was repaired and returned to the customer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair history shows no previous repair records; the device was purchased on (B)(6) 2019 and a the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure, the high frequency electro-surgical generator unit had error codes e433 and e103. The unit continuously reboots itself. There was no patient injury or harm reported.